Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned for analysis. Primary analysis finding: no anomalies found. The proximal conductor was not obstructed but had blood/body fluid. The outer insulation was breached/cut. There was blood in/on the helix mechanism. Evaluation summary (B)(4): the full lead was returned for analysis. Primary analysis finding: no anomalies found. The proximal conductor was distorted and was not obstructed but had blood/body fluid. The outer insulation was breached/cut. There was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure the leads had tissue in the electrodes. The leads were not implanted. No patient complications have been reported as a result of this event.